Manufacturer narrative:
(B)(4). The reported complaint of failure to function - staple re-opens was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned unit was an unopened representative sample. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 40 staples remaining in the cover block. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first staple fired properly, and the next three staples fired were not release properly from the stapler. It was observed that flash on one side of the cover block component was preventing the staple from releasing. No other defects or anomalies were observed with the device. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trig ger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The root cause has not been determined at the time of this report. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples came out of patients.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
Reported issue: the staples came out of patients.